Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported primary energy too high during lasik treatment. Upon additional follow up it was reported the voltage was high during start up requiring the technician to run energy checks between procedures and do a gas exchange. The reported patient involved is doing well.

Manufacturer narrative:
During the onsite visit the territory manager noted the system energy increased during startup and preventative maintenance was needed. The territory manager performed semi annual preventative maintenance, rotated homogenizer optic, replaced beam splitter and main deflector. The system was verified per service installation records. The root cause is the worn optic parts. The systems needs routine maintenance. The root cause is the worn optic parts. The system needs routine maintenance. (B)(4).